Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this task. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues arise again.